Event description:
It was reported that the atrial lead exhibited noise reversion behavior in the bipolar configuration which resulted in asynchronous pacing. The atrial sensitivity was increased to 0.4 mv.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.